Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr). Additionally, high out of range pacing impedance measurements greater than 2,000 ohms were recorded and resulted in activation of the lead safety switch (lss). Boston scientific technical services (ts) discussed troubleshooting and programming options. The lead configuration was programmed back to bipolar and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and replaced three years later due to a therapy upgrade to a cardiac resynchronization therapy pacemaker (crt-p).